Event description:
The consumer reported the heating pad was located on the bed while she was sleeping. Consumer awoke to find that the cord had scorched her bedding in a small area. There was not a report of personal injury with this incident.

Manufacturer narrative:
Folding is abuse of the product and a direct violation of the instructions provided. Pulling the cord is a direct violation of the instructions and warnings provided. Sleeping with the pad is a direct violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.